Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the right side of the raised side of the cassette during fill 1 of 3 of their pd treatment. The patient reported receiving a pump a vs pump b volume error alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient had already re-setup with new supplies and started treatment over. Technical support advised the patient that typically they would advise the patient to allow the cycler to dry and not use the cycler. The patient advised he will continue to use the cycler. The patient also stated the new cassettes are shorter. Technical support then advised that these are the 15 ft connectors and to follow up with customer service as he mentioned they are too short. Upon follow up, the patient confirmed the reported event and that fluid was also found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using a new cycler set and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the right side of the raised side of the cassette during fill 1 of 3 of their pd treatment. The patient reported receiving a pump a vs pump b volume error alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient had already re-setup with new supplies and started treatment over. Technical support advised the patient that typically they would advise the patient to allow the cycler to dry and not use the cycler. The patient advised he will continue to use the cycler. The patient also stated the new cassettes are shorter. Technical support then advised that these are the 15 ft connectors and to follow up with customer service as he mentioned they are too short. Upon follow up, the patient confirmed the reported event and that fluid was also found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using a new cycler set and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.